Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's extension was explanted. There were no symptoms reported. No further complications were reported or anticipated.